Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was told at the time of the battery change that a lead revision was a possibility. The patient had been without a working device for 6 years and had done nothing about it so when the battery was changed ( which is all he was consented for), when impedances were checked there was nothing further we could do. The patient was told after the procedure that it would not be possible to adjust his ins but he still chose not to listen and then called the helpline when the issues he had been warned about occurred.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3877, serial/lot #: unknown. Product ID: 3877, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. G2. Foreign: ie. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was trying to adjust the settings on the device, but could not go any higher. It wasn't clear if it was because they reached the limits for stimulation or if the patient was facing out of regulation (oor) as the patient couldn't provide the specific message. It was noted that the patient got a replacement battery on (B)(6) 2025 and was seen by a manufacturer representative (rep) at the hospital. The patient reported that the rep had some issues setting the stimulation and that this might be related to the issue the patient was experiencing with being unable to adjust stimulation higher. The patient asked to speak to the rep. No symptoms were reported. Additional information was received from the rep. It was reported that the old ins had reached elective replacement indicator in 2019 but the patient had not followed up until recently; therefore, it was not possible to interrogate the old ins prior to replacement. On testing of impedance when they replaced the ins, it was found that there were several issues with impedance on both leads. As the patient had consented to ins replacement only, there was nothing the physician could do to resolve this at that point in time. When the new ins was programmed initially, there were issues due to the high impedance. This was explained to the patient who was told that they would not be able to increase stimulation due to the high impedance. The patient was told to leave the settings alone and let the ins work, and to let the team see if the patient was able to get relief with the new ins. The high impedance was somewhere in the leads or extensions. It was noted that the leads were an old model with extensions, and it was not possible to pinpoint where the problem was. They did know there were problems with both leads as electrodes 8-15 were completely unusable and only some programming was possible on electrodes 0-7. It was noted that this was not a problem with the new ins, and was a problem with the old leads, extensions, or possibly both. At the implant stage when checking impedance, they disconnected and cleaned the leads three times with no improvement or changes at all. Therefore the decision was made to continue as the ins was already in situ, and to address the lead issues at a later point. It was noted that this information was confirmed with both the physician and the pain fellow.

Event description:
Additional information reported that the leads and extensions were implanted in approximately 2010.

Manufacturer narrative:
Continuation of d10: product ID 3877-75, lot# unknown serial#, implanted: (B)(6) 2010, product type lead product ID 3877-75, lot# unknown serial#, implanted: (B)(6) 2010, product type lead, product ID 37081, lot# serial# unknown, implanted: (B)(6) 2010, product type extension product ID 37081 lot# serial# unknown implanted: (B)(6) 2010, product type, extension d.10: only the implant year is known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.